Event description:
Senseonics was made aware of an incident where patient reported allergic reaction to the adhesive patches causing itchiness, irritation and pain. According to the customer, the symptoms began after sensor insertion on (B)(6) 2023 and the hcp is aware of this. Because of the symptoms, the customer decided to stop using the system and get the sensor removed. Creams and lotions did not solve the issue. However, the customer mentioned that they had a history of allergic reactions to adhesives in general.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. In addition, the user guide mentions that the adhesive patches may cause reaction or skin irritation and any medical issues or symptoms caused should be reported to the health care provider. Since the customer mentioned that they have a history of allergic reactions to the adhesives, it is possible that the eversense adhesive patches might have caused similar reactions. The customer decided to stop using the system and get the sensor removed at a later date, which at this point of time is not known. Since the incident is a known and anticipated potential adverse effect, no further investigation or actions are found necessary.